Manufacturer narrative:
The occupation of the initial reporter (B)(6) is educator, ICU department. The other additional reporter detail is (B)(6), bedside registered nurse. Corrected fields are d8, e1 event site telephone, e1 initial reporter name, e3 occupation and h6 component. (B)(6) said that they are having a ton of problems and alarms with the trigger. The pump was functioning fine in auto/pressure mode, so esp personal and (B)(6) began the conversation with the leak alarm. (B)(6) noted decreased augmentation during the alarm, which was later attributed to the pump entering standby for 10 minutes post-alarm, stopping therapy. No blood was found in the helium tubing and all connections were intact; the patient had forceful coughing while ventilated. Trigger issues were linked to ECG artifact, likely due to patient movement and poor electrode signal. Esp personal troubleshooting included education on alarm behavior, manual refill, electrode replacement with gel, and waveform optimization, after which pump performance improved. Esp personal reviewed both situations at length on speaker phone with the nurses to make sure they understood why each alarm occurred and how to troubleshoot.

Event description:
N/a.

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had leak in iab circuit and ECG trigger issues. There was no harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).